Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer found that there was broken pinch tubing and replaced it. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable vitamin d results from the cobas pure e 402 analytical unit. Patient 1 initial result was 118 ng/ml, and the repeat result was 36.5 ng/ml. Patient 2 initial result was 174 ng/ml, and the repeat result was 45.9 ng/ml. Patient 3 initial result was 196 ng/ml, and the repeat result was 54.5 ng/ml. Patient 4 initial result was 198 ng/ml, and the repeat result was 48.6 ng/ml. Patient 5 initial result was 197 ng/ml, and the repeat result was 50.40 ng/ml.

Manufacturer narrative:
There was an allegation of questionable folate results from the cobas pure e 402 analytical unit during the same event. Patient 1 initial result was 26.700 ng/ml, and the repeat result was 7.240 ng/ml. Patient 2 initial result was 25.300 ng/ml, and the repeat result was 5.700 ng/ml. The folate reagent lot number and expiration date were not provided.